Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer cannot recall their blood glucose reading. Customer was not calling back after receiving battery cap. Customer was not able to remove the battery cap. The insulin pump did have moisture damage or physical damage. Troubleshooting was not complete because customer did not have new battery. Insulin pump will not be returning for analysis.